Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, there is no evidence suggesting an intervention has been scheduled at this time. The device remains in service. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however, there is no evidence suggesting an intervention has been scheduled at this time. The device remains in service. No adverse patient effects. Additional information received indicates this s-ICD was explanted and successfully replaced. The product is not expected to be returned as the patient wanted to keep the device. No additional adverse patient effects were reported.